Event description:
It was reported that md inserted sheath via right side. Prior to insertion iab was "flushed with saline & placed on sterile field for 10 to 15 minutes before being inserted through the sheath." Md started to insert iab through sheath when it became stuck. As a result, iab with sheath were removed as one unit. Md requested another iab. Refer to medwatch 1219856-2007-00240 for second incident involving same patient.

Manufacturer narrative:
Device will not be returned for evaluation. A follow-up report will be filed if more information becomes available.